Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type 1. It was reported that patient's stimulation turned off by itself. Patient was experiencing intermittent stimulation and change in stimulation which was related to the positional movement. The ins turned on and off and the stim sensation felt very weak or strong. Impedance measurements were done. Open circuit was found on contacts 12 through 15 showing greater than 10,000 ohms, which was also where patient was programmed. The issue started about six months prior to the date of report. No trauma or falls were reported. It was also reported that the ins battery used to last for months but now lasted only about one and a half weeks. Patient was charging the device more often. This issue started about five months prior to the date of report. Patient had neither been reprogrammed nor had changed the parameters of the therapy lately. Patient did not have a managing pain healthcare physician (hcp). On (B)(6) 2017 patient requested for adhesive disks to help with the recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.